Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced loss of consciousness. Customer was unable to self-treat and was administered oral dextrose by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced loss of consciousness. Customer was unable to self-treat and was administered oral dextrose by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The watermark was observed at the base of the tail indicating sensor was properly inserted. The sensor was further investigated and de-cased. An extended investigation has been performed on the returned sensor and no issues were observed. The returned battery was measured to be within specification range. Attempted to extract data from returned sensor but the sensor did not read. Performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly); damage on the antenna due to de-casing was observed, and was unable to re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.